Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection subsequently after balloon rupture, requiring medical intervention to prevent permanent impairment/damage. Device issue: balloon rupture. It was reported that two rx voyager balloon catheters ruptured at 14 atm. First, the 2.5 x 15 mm voyager balloon catheter ruptured and then the 3.0 x 15 mm voyager balloon catheter ruptured. After the second balloon rupture, a dissection was noted and it was treated with two add'l stents. The exact time of when the dissection occurred could not be confirmed. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy. In the IFU, coronary vessel dissection is listed under the possible adverse effects that are associated. The second voyager indicated is being reported under the same manufacturing number.